Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The top case, bottom case, and plunger head case were cracked and was missing all four rubber feet. In the history log, there was invalid syringe size alarm but there was not any motor rate errors (the reported problem). Invalid syringe size error was found at syringe test and it failed the calibration verification on both qc slugs and failed size calibration. The size assembly had contamination. The root cause of the issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Actions were taken to mitigate the reported issues: replaced barrel clamp rod, tapered spring, guide and size pot; all functional tests passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.